Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was reported to have missing omnipod 5 data between (B)(6) 2026, as observed in the glooko platform. Insulet clinical services (ics) later received information indicating that the patient was admitted for diabetic ketoacidosis (dka) on (B)(6) 2026. Ics verified through the patient¿s pdm records that the omnipod 5 system was worn consistently from (B)(6) 2026, and that a new pod was activated on (B)(6) 2026. Insulet made multiple attempts to contact the patient to obtain additional clinical details and clarify the circumstances surrounding the hospitalization; however, these attempts were unsuccessful. As a result, key medical-attention details¿ including symptoms, diagnosis confirmation, treatment provided, and duration of hospitalization¿remain unavailable at this time. A supplemental report will be submitted if additional details are received.